Event description:
It was reported to philips that fluoroscopy was not possible. The clinical use of the system was in use.there was no harm reported to philips.

Manufacturer narrative:
An onsite service request was created and a remote order was initiated, with the case awaiting a quote for further action. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).